Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, it was noted that the left ventricular lead exhibited unacceptable capture thresholds after tying down the lead. The physician cut the sutures around the suture sleeve and while flushing the lead, it was noted that fluid was coming out of the lead where the suture sleeve was. The physician believed they may have nicked the lead with the scalpel. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.